Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During a pulmonary vein isolation and left atrial atypical flutter procedure, a cardiac perforation occurred requiring a pericardiocentesis. After finishing the pulmonary vein isolation the anterior mitral line was ablated as this was a low voltage area and a left atrial atypical flutter was induced. During ablation of the anterior line the catheter had high peaks of contact force. Ablation was performed with high power settings at 50w, 43c. The patient showed a difficult and strong respiration pattern. After the procedure a routine ultrasound was performed and a pericardial effusion was seen. Heparin was stopped and an epicardial puncture was performed. The patient was then reinfused with 400ml during the next 45 minutes. The procedure was completed successfully and the patient was stable. There were no alleged performance issues with any abbott devices.

Manufacturer narrative:
The lot number was confirmed to be 10426115.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported cardiac perforation, and the cause remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.